Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, loss of capture, asystole greater that two seconds and muscle stimulation. The rv lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, loss of capture, asystole greater that two seconds and muscle stimulation. The rv lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, loss of capture, asystole greater that two seconds and muscle stimulation. The rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed, visual inspection of the lead was performed and found dried blood/body fluid around the helix testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Muscle/pocket stimulation is a known medical risk for implanted pulse generator systems.